Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, on (B)(6) 2026. According to the patient, on (B)(6) 2026, the patient developed a skin reaction with redness, inflammation, pimples, infection, that extended beyond the patch perimeter. The area was prepared with alcohol before placing the sensor on the body. There is no documentation of scarring or systemic involvement. There was no diagnostic test conducted. The skin reaction was treated with a prescription of oral medication (clarithromycin). At the time of the report the patient¿s condition was unspecified. No photo other details were provided. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional event or patient information is available.